Event description:
During device preparation, with the patient prepped, the amplifier was not able to communicate with dws. The orange light would not change to green after initiation and the procedure was cancelled.

Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported self test issue and subsequent cancellation remain unknown.

Manufacturer narrative:
One ensite velocity¿ amplifier was received for evaluation at tech center. The reported event was able to be duplicated by power sequencing. Based on the information provided to abbott and the investigation performed, the reported event was confirmed, and the root cause was attributed to the catheter amplifier board in slot 12. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.